Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Observation revealed a visible obstruction at the distal end of the shaft. The obstruction prevented the loading of an ar-12990n needle to perform functional testing. The most likely cause for the reported failure can be attributed to user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Do not resterilize or reuse the scorpion¿ suture passer needle.¿ avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area.¿ ensure a secure grasp of tissue to prevent the needle from buckling under the tissue.¿ avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 09/13/2021 it was reported by a sales representative via sems that an ar-12990n scorpion needle broke inside of an ar-12990 knee scorpion and will not come out. This was discovered on (B)(6) 2021 during a meniscal root repair. The case was completed with a new scorpion and new needle. There was no patient affect reported